Event description:
Customer reported that the battery of their pump took a long time to charge and needed more frequent charging, along with a very scratched screen and a line in the screen. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.